Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. File indicates the use of a qualified cartridge and viscoelastic. The file also indicates the use of a non-qualified handpiece. The product investigation could not identify a root cause. Without the sample returned for evaluation we are unable to determine if the reported deposits are present. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during a cataract extraction with an intraocular lens (iol) implant procedure, small iridescent, almost metallic like flecks on and within the lens itself was found. Additional information was received stating issue with complaint product was noticed upon insertion into eye. It was reported that there was no patient harm.